Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. Endologix could not perform an evaluation of the device as the device remains implanted in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type ia endoleak and additional endovascular procedure complaints are unconfirmed. This is not consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of complaint could not be determined. No procedure harms could be identified. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: awareness date ¿ updated. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially treated for an endovascular aneurysm repair on (B)(6) 2014 with the implant of an intuitrak bifurcated stent graft and two intuitrak cuffs. It was reported that on 20 june 2024, a possible type ia endoleak or type iiib endoleak was identified. Reintervention was performed on 17 july 2024. Contrast computed tomography scan was performed and the type ia endoleak was located. The catheter was inserted from femoral artery to the proximal end of the intuitrak and the coils were deployed (five interlock 8mmx20cm, and four interlock 6mmx20cm). The type ia endoleak was decreasing. A medtronic (non-endologix) endurant (28mmx70mm) was deployed just below the renal artery. The type ia endoleak was successfully sealed. The procedure was completed as the possible type iiib endoleak was not observed; although, the contrast was performed within the intuitrak. The final patient status was not reported.